Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Event description:
It was reported that during a digestive procedure, the device got blocked during use and a small metal part got detached and fell inside the patient. There was no consequence for the patient as the metal part was found rapidly and was removed from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For clarification, did the metal pan of the cartridge become detached and fall into the patient? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue?

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with an fully fired loaded on the device; it was noted the pan was properly attached to the cartridge. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.